Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-80501.

Event description:
Customer reported that he was hospitalized due to low blood glucose. The blood glucose reading was 28 mg/dl. Customer stated that she bolused and did not eat soon enough and passed out due to low blood glucose. Nothing further was reported.